Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular lead exhibited noise, oversensing and pace impedance measurements of less than 200 ohms. The noise could not be recreated in the clinic. Threshold measurements were noted to be normal. Pacing inhibition was observed but there was no asystole of greater than two seconds observed. Loss of capture was observed on the electrogram. The patient had an underlying sinus rhythm. The patient also had fusion beats so it is unknown at this time if this was true loss of capture or due to the heart being in refractory period during that time. Technical services discussed possible causes. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular lead exhibited noise, oversensing and pace impedance measurements of less than 200 ohms. The noise could not be recreated in the clinic. Threshold measurements were noted to be normal. Pacing inhibition was observed but there was no asystole of greater than two seconds observed. Loss of capture was observed on the electrogram. The patient had an underlying sinus rhythm. The patient also had fusion beats so it is unknown at this time if this was true loss of capture or due to the heart being in refractory period during that time. Technical services discussed possible causes. The lead remains in service. No adverse patient effects were reported. Additional information was received that the rv lead was explanted and reimplanted due to noise, oversensing, low pace impedance measurements less than 200 ohms and high thresholds. No additional adverse patient effects were reported.